Event description:
Subsequent to the previously filed medwatch, additional information was received: the suture broke during suture retrieval.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break during suture retrieval was not confirmed. The device was returned with all components in pre-deployed position. Inspection of the returned device indicated that the sheath was kinked at the swage end, suggesting difficulty with insertion of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to a percutaneous coronary intervention. Reportedly, the suture was cut off during suture retrieval. A non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch MFR number.